Event description:
The patient experienced coupling/communication issues when recharging. Two different rechargers were tried and it was not possible to get coupling bars. The issue resolved after the patient stood up and the patient was instructed to charge to 100%, though per the patient, it was not possible to charge past 75% since (B)(6) 2010. It was also stated that the desktop charger started to smoke and smell bad; there was a burn smell coming from the ac power supply when plugged into the recharger. The recharger itself was charging and it was able to charge the patient's implant. Further information is being requested at this time.

Manufacturer narrative:
(B)(4).